Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be peeled off, the foam blocked the flow route. The device's air inlet path assembly needs replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be peeled off, the foam blocked the flow route. The device evaluation has not been completed.  At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.